Event description:
On 04-feb-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 inserted tubing) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping the infusion set's tubing detached from the site connector which led to high blood glucose level. The site location and the pump was at patient's right side. The infusion had been in use for three days. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping the infusion set's tubing detached from the site connector which led to high blood glucose level. The site location and the pump was at patient's right side. The infusion had been in use for three days. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.